Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that impedance check revealed high impedances on the left side. As such, surgical intervention took place wherein the leaf extension was explanted and replaced addressing the issue. Therapy was not affected due to the impedance. Reportedly, therapy was confirmed post op.